Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pt's s1- disc was bulging and they had an abnormal EKG. The pt had intermittent leg pain. The issue has not been resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they were having another back surgery and their doctor ordered a bone density test. Patient stated they arrived at the company that the test called wave imaging and they said they couldn't do it and they were afraid to do it. Patient mentioned that the surgery probably has to do with their stimulator and the f1 disc and probably touches their wires. Patient noted that it might be a fusion of the last disc and they already had 3-4 discs fused; patient added they are having a lot of leg pain. Agent reviewed compatibility information with patient. When asked for an event date; patient noted they had back surgery on 3-4 discs of the lower lumbar 2 years ago and it was fine and they were fine but several months later or a year or year and a half ago they felt leg pain. Agent documented the reported information.